Event description:
On (B)(6) 2014 the reporter contacted lifescan (B)(4) alleging inaccurate erratic results. The reporter claimed obtaining blood glucose readings of "270 and 152 mg/dl ¿ with the subject meter, performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.